Manufacturer narrative:
(B)(4) - non-surgical medical intervention required. (B)(4) stent migrated. As the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted during an ercp procedure to treat a non-resectable distal malignant biliary stricture on (B)(6) 2010. According to the complainant, the patient was admitted on (B)(6) 2010 with jaundice. On (B)(6) 2010, an additional ercp was performed, which revealed that the stent was no longer visible from the papilla; it had migrated from its transpapillary position into the duct. The physician added that the common bile duct was dilated above the stent. The physician did not need to re-position the wallflex stent as it was still bridging the stricture; however, two plastic stents were placed through the metal stent. The physician observed a good flow of bile fluid through the stents. The patient was listed as stable and discharged on (B)(6) 2010. The physician contends that 10x40 stent was probably too short to sit in a transpapillary position, which contributed to its migration upstream.